Event description:
It was reported that the patient was having neurosurgery and had a pulseless electrical activity (pea) arrest. Patient was revived with CPR and drugs. During this episode, the device was inhibited as patient's rate was faster than device lower rate setting of 50ppm. Impedance showed a 300ohm drop on the day of surgery. Emergency personnel were concerned that device didn't "do something" during the episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found. It was noted that the impedance trends appear stable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.